Manufacturer narrative:
One angioseal vip device was received at terumo medical corporation for product evaluation. The carrier tube assembly was returned with the guidewire, guidewire holder, poly foil pouch, the arteriotomy locator, hemostatic sheath and the header bag. The returned components were subjected to visual analysis. It was found that the carrier tube assembly was mated with the hemostatic sheath. The deployment sleeve was in the forward lock position and the anchor was fully exposed at the distal tip of the hemostatic sheath at a position resembling proper posting. However, there was slack in the suture causing the anchor to not be tautly placed against the distal tip of the hemostatic sheath. There was no presence of any remnants of dried body fluids present on the returned components. There was no deformation of the anchor. During visual analysis, it was noted that some flash was observed at the connection point between the hub of the arteriotomy locator and the locator green tubing. However, this was within specification. Functional testing was then performed on the device cap and deployment sleeve by pulling the device cap into the rear lock position. The locks on the deployment sleeve audibly clicked with the ridges of the device cap and enabled the anchor to post tautly against the distal tip of the hemostatic sheath. There were no functional anomalies noted with the device. The user's complaint could not be confirmed since the device cap could be placed in rear lock position with an audible click heard. Likely, the user did not apply enough force to cause the device to click into the rear lock position. No related issues were noted during DHR review. No previous reports have been received for this product/lot have been received. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that at the end of a neuro intervention dr (B)(6) was unable to get a first 6fr angioseal unit to work properly. A second one was opened and the same issue occurred. They were unable to get the sheath and angioseal to click together the patient (no details are available) was then manually closed which was long winded as they were heavily anticoagulated. No blood loss greater than 250ml was evident. Manually closed, which was long winded because patient was heavily anti-coagulated.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.